Event description:
One day post embolization procedure for a subarachnoid hemorrhage (sah) the patient suffered a stroke. The physician thought that stroke was caused by a thrombus. No additional information was reported.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. A review of the labeling found that the directions for use notes that stroke and thrombosis are anticipated procedural complications indicative of these types of procedures. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
One day post embolization procedure for a subarachnoid hemorrhage (sah) the patient suffered a stroke. The physician thought that stroke was caused by a thrombus. No additional information was reported.